Event description:
Repetitive non invasive blood pressure readings show a constant trend then suddenly and intermittently give incorrect low readings. This happened over a couple of months with several pts. This discrepancy occurred with multiple machines: on 04/2002 the MFR is due to install new control boards for the non-invasive blood pressure portion of the monitor.